Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set dislodged event on (B)(6) 2025. Blood glucose level was displayed high at the time of the event. Patient took correction injection via multiple daily injection (mdi) for the treatment. No further information available.